Event description:
Customer reported that the insulin pump returned a button error alarm. Customer stated that the insulin pump may have recently been exposed to sweat. Blood glucose level was 116 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. We were unable to perform any tests due to buttons unresponsive. The insulin pump was received with broken battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window, missing end cap sticker, and minor scratches on display window noted. No moisture damage noted on electronics assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.